Manufacturer narrative:
D4: primary di number is unknown. G4: FDA premarket submission number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the rubber band over the pressure sensor has come loose. Per reporter, the event occurred while in use with patient and the issue was discovered during post treatment check. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled under dso seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the dso seal was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.